Manufacturer narrative:
As reported, the sealant protection of a 6/7f mynx control vascular closure device (vcd) was cracked. Hemostasis was achieved via manual compression for twenty minutes. There was no reported patient injury. Buttons 1 and 2 were not pressed. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx device. The femoral artery¿s suitability was verified through angiography with the appropriate insertion angle, and the vessel diameter was at least 5 mm. The device was stored and prepared according to the IFU, and damage was noted during insertion into the sheath. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was also not depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was present in manufacturing position, partially exposed. Regarding the sealant sleeves, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, a sealant swelling condition resulting in partial exposure on the distal end of the sealant sleeves was observed during this analysis. The slit length was verified and noted to be within specification, additionally, due to the observed mynx control system ¿ deployment difficulty ¿ premature, the catheter working length was verified and found to be within the defined parameter. The functional test to evaluate the insertion/withdrawal of a csi could not be performed due to swelling of the sealant that impeded insertion. Additionally, due to the deployment difficulty ¿ premature observed, a simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling in the distal direction, button 1 and button 2 were depressed in the instructed sequence without issue. The reported reported event of ¿ sealant sleeves (cartridge assembly) cracked was not observed through analysis of the returned device as no damages were noted on the sealant sleeves. The reported event of mynx control system deployment difficulty premature¿ was observed through analysis of the returned device since the sealant was partially exposed. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection of a 6/7f mynx control vascular closure device (vcd) was cracked. Hemostasis was achieved via manual compression for 20 minutes. There was no reported patient injury. Buttons 1 and 2 were not pressed. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx device. The femoral artery¿s suitability was verified through angiography with the appropriate insertion angle, and the vessel diameter was at least 5 mm. The device was stored and prepared according to the IFU, and damage was noted during insertion into the sheath. The device is being returned for evaluation. Addendum: on product evaluation the sealant was found partially exposed.